Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was reproduced while running a loaded set. System error 322 was confirmed through review of the event history log and caused by a failing input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.